Event description:
In early 2009, the pt was treated for suspected lung infection, and treated with antibiotics. Subject was implanted with bactiseal evd catheter (82-1745) for the study two days later. Eight days later, the study catheter fell out (subject may have pulled out). A 2nd evd (codman standard catheter) was implanted the next day, and removed the following month. Two days later, pt was unwell and tested, but cultures returned negative. The 3rd evd (codman standard catheter) was implanted the next day,, and a csf infection was confirmed organism: serratia marcescens (gram negative rods). Pt had exhibited no symptoms and this infection was not suspected. Pt was treated with antibiotics until ten days later. The infection was considered resolved by clinicians the day before, when the csf sample taken that day returned clear (no infection). Two days later, the pt was put on the "care of the dying" plan and she succumbed eleven days later. The sae was reported to be resolved in that month, where the infection was cleared. The pt died of global ischemic encephalopathy (primary), ventriculitis (secondary) and evd insertion for hydrocephalus due to spontaneous sah and ruptured berry aneurysm (tertiary).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.